Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
It was reported the system displayed an image failed to be synchronized error. It is likely this system failed to display interpretable images. There are no reports of pt injury or death associated with this event.